Event description:
It was reported, that patient's right ventricular (rv) lead exhibited high threshold. It was further noted, from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.